Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The powered handle was assembled as normal and all the lights illuminated as normal for the battery, adapter, and reload. The surgeon clamped the reload onto the stomach for the first firing and attempted to fire. But it would not fire and two blue lights were illuminated only. The unit was withdrawn and disassembled and then reassembled but would not show any lights but the blue lights. A manual handle was used instead and the procedure was completed as normal. No more than 10 minutes added to the procedure as a result of the incident. After the procedure, the powered handle was loaded with the adapter, battery, and a new reload. Started firing and then stopped half way through. The fire button was released and re-fired. Stopped again near the end and re-fired again to the end. The blue light status occurred as before.